Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty electrovalve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf150) related to the electro-valve. There was no patient involvement.